Event description:
I first got breast implants in (B)(6) 2004, from what my surgeon said they were allergan style 410 textured cohesive gel. That year or the following I was diagnosed with hypothyroidism. At maybe 10 years of having them I would get really painful shooting pain through the nipple, so painful that it made me nauseous and almost made me throw up, other symptoms were feeling of air bubbles in the breast, felt like something was squeezing my pec muscle, hair loss, dry skin, vision seemed to get worse, some anxiety, joint pain (especially in the hands, neck and shoulders), brain fog and a few other things. I did get an ultrasound for the shooting pain but nothing showed up. I also saw a dermatologist for the hair loss. I decided to get my implants removed after hearing breast implant illness and the recall on the textured implants. I went back to my original plastic surgeon and he said all the right things like everything has to come out and yes I documented by taking pictures, well he did neither of those things and I do not have my implants or the record card for my records because he never provided it to me. Pathology test came back normal but they never tested for cd30 which I specifically asked for. I still have scar tissue / capsule in my, but I am unsure as to how much. I am concerned about developing bia-alcl. FDA safety report ID# (B)(4).